Event description:
It was reported that the lead exhibited a decrease of signal amplitude, and an increase in threshold. An insulation defect was noted after explant.

Manufacturer narrative:
Final analysis found that the reported threshold and sensing anomalies were caused by a proximal coil fracture at approximately 33.3 cm from the connector pin. The proximal insulation was discolored in the same area. The damages sustained were due to clavicular crush.